Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. Evaluation summary: the reported complete clip detachment was confirmed upon returned device analysis, as the clip was returned fully deployed from the cds. The reported difficult to remove from sgc and anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported complete clip detachment could not be determined. However, the subsequent difficult to remove from sgc and anatomy and reported patient effect of tissue damage appear to be procedural conditions of the complete detached clip. It is possible that additional force was exerted on the clip during gripper line removal, such that the clip detached or leaflet assessment was not satisfactory; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that during deployment, the clip detached from the leaflets, and remained on the gripper line, which resulted in leaflet damage and required a snare to remove the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed without issue. The second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed lateral to the first clip. After grasping was performed, the clip appeared to be stable, and deployment was started. As the gripper line was being pulled, the clip detached from the leaflets, and went into the left atrium, still remaining on the gripper line. The cds was removed, and the clip was attempted to be retracted into the steerable guide catheter (sgc), but this was not possible. A snare was then used to bring the clip to the groin with the sgc. A small cut was made in the groin, the gripper line was cut, and the clip was removed successfully. After removal, some leaflet tissue was noted on the clip. A third clip was deployed without issue, reducing the mr to <1. The patient was confirmed to be stable post procedure. No additional information was provided.